Manufacturer narrative:
A review of the device history record for strattice lot sp100168 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 02/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with strattice device on (B)(6) 2015. The patient underwent a ¿repair of incisional hernia with retro rectus mesh placement 7 x 14 cm & bilateral component separation¿ on (B)(6) 2016. The patient then underwent a ¿necrotic tissue debrided¿ on (B)(6) 2016. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pain and is careful what [they eat.]¿ patient ¿has been hospitalized & undergone surgical procedures.¿ patient ¿has suffered from wound infections, fistulas & sepsis.¿ patient ¿wore an uncomfortable stomach binder.¿ patient ¿had lifting restrictions and had to adjust [their] physical activities.¿ patient ¿takes longer for [them] to complete household chores.¿ patient ¿has difficulty participating in family outings & activities due to pain.¿ patient ¿is dependent on [their child] to help with daily tasks [they have] difficulty completing [themselves.]¿ patient¿s ¿abdominal area is scarred & disfigured causing [them] embarrassment.¿ patient ¿is fearful [they] will suffer another hernia in the future.¿ ¿these injuries contribute to [patient¿s] anxiety & depression.¿ the form lists the conditions that were treated were ¿exploratory laparotomy; extensive lysis of adhesions; removal of infected mesh; small bowel resection with fistula; appendectomy; anterior abdominal wall reconstruction/ panniculectomy; repair of recurrent ventral hernia with biologic mesh, 30 x 15 cm (strattice)¿ between (B)(6) 2015 and (B)(6) 2015. The patient also received treatment for ¿infected abdominal mesh & enterocutaneous fistula; lysis of adhesions¿ on or about (B)(6) 2015. Patient also received treatment for ¿follow up/post op - infected mesh with fistula; small bowel resection; panniculectomy¿ on or about (B)(6) 2015. Patient also had ¿incisional hernia without obstruction or gangrene, diffuse bulging & discomfort around midline incision; CT ordered¿ on or about (B)(6) 2016. Patient also received treatment for ¿hernia symptoms/abdominal pain¿ in 2016. Patient received ¿CT - large broad-based incisional hernia with separation of the rectus muscle¿ on or about (B)(6) 2016. Patient received treatment for ¿worsening of abdominal pain; abdominal distention, nausea; multiple old surgical scars including ruq & midline; abdomen diffusely tender but more so in luq; rebound pain; CT - chronic appearance of broadbased ventral abdominal hernia¿ between (B)(6) 2016. Patient also received treatment for ¿repair of incisional hernia with retro rectus mesh placement 7 x 14 cm & bilateral component separation; large extensive lysis of adhesions; old biologic mesh was removed¿ between (B)(6) 2016. The patient received treatment for ¿postoperative pain; increasing redness & pain in lower abdomen¿ on or about (B)(6) 2016. Patient received ¿s/p incisional hernia repair; continued pain; wound maintenance; dressings wet to dry; necrotic tissue debrided¿ on or about (B)(6) 2016. Patient received treatment for ¿anxiety & depression¿ in 2015 and 2017. Patient received ¿psychiatric care¿ from 2015-2017. Patient had treatment for ¿diabetes management; pain management; psychosocial wellbeing; recurrent major depressive disorder without psychotic features; chronic pain syndrome¿ in (B)(6) 2016. Patient received treatment for ¿pain management¿ in 2015, 2016, and between approximately 2017-2020. Patient was treated for ¿anxiety & stress¿ between approximately 2017-2020. Patient was treated for ¿hernia recovery/rehab¿ between approximately 2017-2020. Patient was treated for ¿anxiety, depression, chronic pain¿ from 2020 to present. Patient received ¿CT ab/pel - left-sided spigelian hernia with mild stranding of the regional fat dilation of loops of bowel proximally, compatible with developing small bowel obstruction¿ on or about (B)(6) 2021. Patient received ¿CT ab/pel - stable left-sided spigelian hernia containing loops of small bowel; inflammatory changes are present with dilated fluid-filled loops of small bowel proximally & within the hernia may be secondary or developing obstruction; increased stranding of the internal fat¿ on or about (B)(6) 2021. The ppf form also indicates that the patient ¿recalls 2 hernia surgeries with mesh in 2012 & on (B)(6) 2014 - product names & lot numbers unknown¿. The form indicates that the device was revised on (B)(6) 2014 to ¿repair recurrent incisional hernia with mesh.¿ on (B)(6) 2015, the device was revised for ¿exploratory laparotomy, extensive lysis of adhesions, removal of infected mesh, small bowel resection with fistula, appendectomy, anterior abdominal wall reconstruction/panniculectomy, repair of recurrent ventral hernia with biologic mesh, 30 x 15 cm.¿ on (B)(6) 2015, the device was revised due to ¿repair of incisional hernia with retro rectus mesh placement 7 x 14 cm & bilateral component separation.¿ the patient was implanted with a non-abbvie device, ¿marlex tissue reinforcement flat,¿ on (B)(6) 2016. The form indicates that the device was not removed or revised. The ppf form also indicates that the patient has a history of ¿bilateral total knee arthroplasty with complications; diabetes; back pain/surgery.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.